Event description:
It was reported that a pt was complaining of hip pain. Upon revision, the surgeon found that a tm augment was used with a tm shell without any cement bonding the two implants. Thus, the augment and shell were rubbing against each other.

Manufacturer narrative:
Investigation in progress.